Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance when the device attempted to provide high voltage therapy. The initial high voltage therapy was aborted, vector was changed, and the second high voltage therapy was delivered successfully. No intervention was performed. No further information was available.